Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients ipg and lead incisions were not healing and never closed since implantation. It was noted that fluid was leaking from both incision sites. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.